Manufacturer narrative:
Product evaluation: the device with the lens was returned in the blister tray in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. An inadequate amount of viscoelastic was observed in the device (present only in the tip). The plunger and lens have been advanced into the nozzle entry area. The haptics and the optic are broken, torn, and crushed into multiple pieces. A plunger underride was observed. The broken lens pieces are observed on top of the plunger, in front of the plunger and on the left of the plunger. No damage was observed to the device. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was used. This extreme damage to the lens could not typically occur unless repeated attempts to push the lens forward occurred. The root cause is most likely related to a failure to follow the directions for use (dfu). The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during in intraocular lens (iol) implant procedure, the preloaded device had a problem injecting. There was patient contact. Additional information was requested.